Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported that while impacting a trauma nail during surgery, the impaction head broke, leaving threads inside the nail guide.

Manufacturer narrative:
As returned the threaded portion was fractured off at the step. The fractured off portion of the impaction head was also returned still in the targeting guide. There were numerous dents and dings on the instrument indicating previous effective use. The instrument was conforming to print where measured. The device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. This impaction head is used for treatment. Multiple changes have been made to the device since this part's manufacturing, including an enlarged shoulder radius to increase strength of the impaction surface to shaft region and a tightening of the material hardness range to improve impact strength, in order to reduce fracture occurrences. The surgical technique states: ¿impact gently on the impaction head ¿ if the nail will not advance with impaction, remove the nail and ream the canal to a larger diameter at additional 0.5mm increments or consider using a smaller diameter nail.¿ the most likely probably cause of the fracture is off-axis impaction and repeated impact loading on the strike surface while it is not fully tightened to the targeting guide, or allowed to come loose during impaction. Also, it should be noted that the instrument was in use approximately 6 years with unknown usage history combined with the witness marks and scuffs on the device which show that the device has been extensively used. The most likely cause of the fracture is off-axis impaction and repeated impact loading on the strike surface.